Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The fse confirmed the reported flow error issue. The fse replaced the blower motor to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
Measurement not accurate. There was no patient involvement.